Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while setting up of rapid infuser tubing into rapid infuser there was a leak noted at the y-site of the tubing. There was a delay in administering emergency blood products as tubing set up had to be obtained and replaced. There were adverse events or patient harm reported as a result of the event.